Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedance and noise, as some episodes of atrial fibrillation (af) appeared to be noise on the ra lead rather than true af. In addition, the right ventricular (rv) lead showed high automatic thresholds and low pacing impedance. It was noted the physician "felt the automatic capture was producing incorrect results," therefore, the automatic capture was turned off. It was further noted the ra lead and rv lead exhibited a subclavian crush with insulation damage. The ra lead and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.